Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("heavier longer menstrual cycles/ abnormal bleeding(menorrhagia)"), genital haemorrhage ("bleeding was so heavy that she was deemed to be anemic") and iron deficiency anaemia ("bleeding was so heavy that she was deemed to be anemic") in a 33-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included mirena intrauterine delivery system for genital bleeding and pain menstrual. Other product or product use issues identified: drug ineffective "mirena iud was ineffective". The patient's concurrent conditions included depression and anemia. Concomitant products included hydrocodone bitartrate; paracetamol (lortab) since (B)(6) 2013. On an unknown date, the patient had mirena inserted (intra-uterine). On (B)(6) 2007, the patient had essure (ess205) inserted. In 2007, the patient experienced abdominal pain ("cramping"), pelvic pain ("pelvic pains, chronic pain/ pain") and dyspareunia ("dyspareunia(painful sexual intercourse)"). In 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and tooth disorder ("dental problems"). On (B)(6) 2013, the patient experienced migraine ("debilitating migraine headaches"), 6 years 7 months after insertion of essure (ess205). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), iron deficiency anaemia (seriousness criterion medically significant), dysmenorrhoea ("painful menstrual cycle") and headache ("migraine headaches"). The patient was treated with blood, whole (blood), escitalopram oxalate (lexapro), dentures and removals and surgery (nova sure ablation). Essure (ess205) treatment was not changed. At the time of the report, the menorrhagia, migraine, dysmenorrhoea, vaginal haemorrhage, tooth disorder, dyspareunia and headache outcome was unknown and the genital haemorrhage, iron deficiency anaemia, abdominal pain and pelvic pain had not resolved. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, iron deficiency anaemia, menorrhagia, migraine, pelvic pain, tooth disorder and vaginal haemorrhage to be related to essure (ess205). The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, iron deficiency anaemia, menorrhagia, migraine, pelvic pain, tooth disorder and vaginal haemorrhage to be unrelated to mirena. The reporter commented: discrepancy noted as per previous follow up: date of insertion of essure device: 2008. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: results: total bilateral occlusion. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. The reported medical event are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. Most recent follow-up information incorporated above includes: on 4-feb-2019: new pfs received. Event headache & new reporter added. Concomitant and treatment medication added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of menorrhagia ("heavier longer menstrual cycles/ abnormal bleeding (menorrhagia)"), genital haemorrhage ("bleeding was so heavy that she was deemed to be anemic") and iron deficiency anaemia ("bleeding was so heavy that she was deemed to be anemic") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included mirena intrauterine delivery system inserted for genital bleeding and pain menstrual. Other product or product use issues identified: drug ineffective "mirena iud was ineffective". On an unknown date, the patient had mirena inserted (intra-uterine). On (B)(6) 2007, the patient had essure (ess205) inserted. In 2007, the patient experienced pelvic pain ("pelvic pains, chronic pain/ pain") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and tooth disorder ("dental problems"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), iron deficiency anaemia (seriousness criterion medically significant), abdominal pain ("cramping"), migraine ("debilitating migraine headaches") and dysmenorrhoea ("painful menstrual cycle"). The patient was treated with blood and related products and surgery (novasure ablation). Essure (ess205) treatment was not changed. At the time of the report, the menorrhagia, migraine, dysmenorrhoea, vaginal haemorrhage, tooth disorder and dyspareunia outcome was unknown and the genital haemorrhage, iron deficiency anaemia, abdominal pain and pelvic pain had not resolved. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, genital haemorrhage, iron deficiency anaemia, menorrhagia, migraine, pelvic pain, tooth disorder and vaginal haemorrhage to be related to essure (ess205). The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, genital haemorrhage, iron deficiency anaemia, menorrhagia, migraine, pelvic pain, tooth disorder and vaginal haemorrhage to be unrelated to mirena. The reporter commented: discrepancy noted as per previous follow up: date of insertion of essure device: 2008. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. The reported medical "event" are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation; therefore, the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined; therefore, no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. Most recent follow-up information incorporated above includes: on 6-nov-2018: plaintiff fact sheet received. Event added: abnormal bleeding (vaginal), dental problems, dyspareunia (painful sexual intercourse). Lab data was updated. Event onset date was updated. Surgery novasure ablation was added for the event: menorrhagia. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.